Manufacturer narrative:
Batch review performed on 18 november 2024: (B)(4) items manufactured and released on 04-apr-2024. Expiration date: 2029-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implantes involved: batch review for liner: versafitcup dm 01.26.2858mhc double mobility hc liner ø28/dmi (k092265) lot. 2336848. Batch review performed on 18 november 2024: (B)(4) items manufactured and released on 22-sep-2023. Expiration date: 2028-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 2 weeks after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.